Event description:
It was reported in an article by z. Klezl, et.al, entitled impact of kyphoplasty treatment for vertebral compression fractures on pain and function in 105 patients, it was reported that 105 patients underwent kyphoplasty between (B)(6) 2006 and (B)(6) 2010 and all had 1 year follow ups. A total of 170 levels were augmented. Pain relief was assessed using visual analogue score (vas) and functional outcome using oswestry disability index (odi). Kyphoplasty was performed using prone position on a montreal mattress. Kyphon instrumentation and bi-pedicular (t8-s1) and bi-extrapedicular or uni-extra-pedicular approach was used (t5-t8). Most cases involved a single level or 2 levels augmented. No more than 4 levels were augmented during any one procedure. The average screening time was 2 minutes and 20 seconds and the average volume of cement used per level was 5.5cm. The average pre-operative vas was 8.2. The average one year post-operative vas was 3.6. The average pre-operative odi was 58. The average one year post-operative odi was 38. It was reported that a patient experienced a superficial infection. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.